Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ping meter read inaccurately high in comparison to results obtained on other meters. The complaint was classified based on customer care advocate (cca) documentation. The patient claimed that on (B)(6) 2014, at 10:00pm, he obtained results of ¿180, 382 and 600mg/dl¿ on the subject meter, which he felt were high compared with a result of ¿108mg/dl¿ and an unknown reading, both obtained on unknown meters. The tests were reportedly performed within 30 minutes of each other. Based on statistical methodology, the difference between these results exceeds lifescan¿s criteria for accuracy. The patient detailed that he manages his diabetes by self-adjusting his insulin doses and it is unknown what changes, if any, he made to his usual diabetes management routine in response to the alleged issue. The patient reported that one hour after the alleged inaccuracy, he developed symptoms of feeling ¿shaky and sweaty¿ and stated that on (B)(6) at 12:00am, he self-treated with food or drink. During troubleshooting the cca noted that the meter was set to the correct unit of measure and an approved sample site was used. Replacement products were sent to the patient. This complaint is being reported as the patient allegedly suffered symptoms suggestive of a hypoglycemic event after the meter issue occurred.

Manufacturer narrative:
Follow-up # 1 ¿ (03/05/2015). The patient¿s meter has been returned on 2/10/2015 and evaluated by lifescan product analysis on 2/24/2015 with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. A DHR (device history record) was completed on 02/18/2015 for this product and no deviations, non-conformances, or reworks were observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate them and inform FDA of product(s) that do not pass inspection in a supplemental report.